Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2014 (implant date), as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, (B)(6) by dr. (B)(6) . Block h6: patient codes 2119, 1750, 2124 and 3191 capture the reportable events of urinary retention, erosion, vaginal mucosa damage and surgery. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: additional information - block b5 updated.

Event description:
It was reported to boston scientific corporation that a solyx sling was implanted on (B)(6) 2014. According to the complainant, the patient had urge incontinence and stress incontinence for 5 years when she was seen prior to implant in (B)(6) 2014. On (B)(6) 2014, she had the solyx implanted. During the procedure, there was a "small tear in the vaginal mucosa on the right-hand side" that was repaired via sutures. She then went back for some rechecks after the implant in 2014 and had some stress incontinence and urgency still but the stress urinary incontinence was better than pre-implant. In later 2017, she was seen several times for stress urinary incontinence with exercise only. Urodynamics showed incomplete bladder emptying. The assessment in (B)(6) 2017 included a concern by the physician for chronic obstructive signs since sling placement with large urine residual volumes leading to incontinence during exercise. She was started on flomax and there was mention of considering cic (clean intermittent catheterization). On (B)(6) 2019, the patient underwent tvh/uso (total vaginal hysterectomy/unilateral salpingo-oophorectomy), posterior colporrhaphy, vaginal vault suspension, vaginal paravaginal defect repair, remove mesh sling, kelly plication, and cystoscopy for the diagnoses of uterine prolapse, enterocele, and urinary retention. The operation report notes the following specific to the sling: urinary retention with sling in place; mesh exposure. The mesh was cut and partially removed. Additional information december 5, 2019: on (B)(6) 2019 the patient was seen by a physician, who diagnosed urinary retention, second degree uterine prolapse, anterior wall prolapse, enterocele, rectocele, and urethrocele. In addition, it was noted that the "sling is very proximal and tight". On (B)(6) 2019 the patient was seen for a physical. The patient history notes for that visit note that the patient's urinary retention resolved with the bladder sling take down in (B)(6) 2019. In addition, the patient was referred to a pelvic floor physical therapist for additional therapy.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014 (implant date), as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) hospital, (B)(6) by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sling was implanted on (B)(6) 2014. According to the complainant, the patient had urge incontinence and stress incontinence for 5 years when she was seen prior to implant in (B)(6) 2014. On (B)(6) 2014, she had the solyx implanted. During the procedure, there was a "small tear in the vaginal mucosa on the right-hand side" that was repaired via sutures. She then went back for some rechecks after the implant in 2014 and had some stress incontinence and urgency still but the stress urinary incontinence was better than pre-implant. In later 2017, she was seen several times for stress urinary incontinence with exercise only. Urodynamics showed incomplete bladder emptying. The assessment in (B)(6) 2017 included a concern by the physician for chronic obstructive signs since sling placement with large urine residual volumes leading to incontinence during exercise. She was started on flomax and there was mention of considering cic (clean intermittent catheterization). On (B)(6) 2019, the patient underwent tvh/uso (total vaginal hysterectomy/unilateral salpingo-oophorectomy), posterior colporrhaphy, vaginal vault suspension, vaginal paravaginal defect repair, remove mesh sling, kelly plication, and cystoscopy for the diagnoses of uterine prolapse, enterocele, and urinary retention. The operation report notes the following specific to the sling: urinary retention with sling in place; mesh exposure. The mesh was cut and partially removed.